Manufacturer narrative:
Us agent notified on: (B)(4) 2013. Manufacturing site evaluation: samples received: (B)(4) unopened and (B)(4) open racepacks. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. We have received (B)(4) closed samples, (B)(4) open sample with the thread still wound on the pack and needle detached, and (B)(4) needles detached from the thread (without packaging). We have tested the needle attachment of the samples received and the results fulfil the requirements of the OEM. The complaint is justified for isolated detached needle, but the conclusion is not corresponding according to the results of the samples tested. Final conclusion: the complaint is not corresponding (not justified). Actions on product: na. Corrective/preventive actions: na.

Event description:
Country of complaint: (B)(6). Thread detached from needle.